Event description:
It was reported that during maintenance of the pump module, there was a broken door latch sear. The new part was installed and following infusion rate testing, the door latch was opened. The intended infusion rate testing was 500ml/hour with a volume to be infused of 12ml. Customer observed that the line was free-flowing. It was determined that the clip on the tubing was not pulled out by the door latch sear as designed, which resulted in a free flow condition. Upon examination of the newly installed door latch and sear, customer determined that the sear spring is faulty and did not provide the proper amount of tension required to engage the clip on the tubing. There was no patient involvement. Received a copy of the customer's medwatch report from FDA which states, ¿per bmet technician "during recent maintenance of an alaris 8100 pump module, a faulty replacement part was found. I was replacing a door latch assembly due to a broken sear. The new part was installed, and following infusion rate testing, the door latch was opened. I observed that the line was free-flowing. It was determined that the clip on the tubing was not pulled out by the door latch sear as designed, which resulted in a free flow condition. Upon examination of the newly installed door latch and sear, I determined that the sear spring is faulty and did not provide the proper amount of tension required to engage the clip on the tubing. Due to the fact that if this issue had not been found during testing, it could have potentially resulted in patient harm in a clinical setting, there is concern that this is a manufacturing issue that may affect more than this one particular door latch. Our biomedical technicians have been alerted to this issue and will be diligent in checking all replacement door latches going forward.

Event description:
It was reported that during maintenance of the pump module, there was a broken door latch sear. The new part was installed and following infusion rate testing, the door latch was opened. The intended infusion rate testing was 500ml/hour with a volume to be infused of 12ml. Customer observed that the line was free-flowing. It was determined that the clip on the tubing was not pulled out by the door latch sear as designed, which resulted in a free flow condition. Upon examination of the newly installed door latch and sear, customer determined that the sear spring is faulty and did not provide the proper amount of tension required to engage the clip on the tubing. There was no patient involvement. Received a copy of the customer's medwatch report from FDA which states, ¿per bmet technician "during recent maintenance of an alaris 8100 pump module, a faulty replacement part was found. I was replacing a door latch assembly due to a broken sear. The new part was installed, and following infusion rate testing, the door latch was opened. I observed that the line was free-flowing. It was determined that the clip on the tubing was not pulled out by the door latch sear as designed, which resulted in a free flow condition. Upon examination of the newly installed door latch and sear, I determined that the sear spring is faulty and did not provide the proper amount of tension required to engage the clip on the tubing. Due to the fact that if this issue had not been found during testing, it could have potentially resulted in patient harm in a clinical setting, there is concern that this is a manufacturing issue that may affect more than this one particular door latch. Our biomedical technicians have been alerted to this issue and will be diligent in checking all replacement door latches going forward.""

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that during preventative maintenance following infusion rate testing, the door latch was opened. The intended infusion rate testing was 500ml/hour with a volume to be infused of 12ml. Customer observed that the line was free-flowing. It was determined that the clip on the tubing was not pulled out by the door latch sear as designed, which resulted in a free flow condition. Upon examination of the newly installed door latch and sear, customer determined that the sear spring is faulty and did not provide the proper amount of tension required to engage the clip on the tubing. There was no patient involvement.